Event description:
Physician was wrapping up the procedure on a pt with a dialysis graft in the upper arm and tried to aspirate the fluid out of the balloon to deflate it. He had to rupture the balloon to remove the device. Patient is doing well.

Manufacturer narrative:
No product was returned to assist in our investigation. This product line is inspected ensuring the balloon properly inflates to the specified parameters, rewraps properly when negative pressure is applied and visually verifying the shaft material is free of other surface imperfections. In addition, the lumen of the balloon catheter is wired 100%. We will continue to monitor for similar complaints.